Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device was received with operating currents within specifications. No unexpected battery out limit alarms noted. Device was received with intermittent buttons due to corroded keypad traces. Unable to prime device during prime test due to faulty force sensor. Device was received with cracked case at display window corners. Device was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.